Event description:
It was reported that the patient had enterobacteremia with evidence of vegetation on the competitor right atrial (ra) lead. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 2187 lead, implanted: 2001-(B)(6), 4269 boston scientific lead implanted 1996-(B)(6); pm3210 st jude ipg implanted 2013-(B)(6). (B)(4).